Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: filter tilted and six (6) struts of the filter have perforated the vena cava, with one (1) of those struts abutting the post lateral wall of the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required, extensive medical care and treatment. As a further proximate result, he patient has suffered and will continue to suffer significant medical, and pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The legal briefing mentioned a perforation. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: filter tilted and six (6) struts of the filter have perforated the vena cava, with one (1) of those struts abutting the post lateral wall of the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required, extensive medical care and treatment. As a further proximate result, he patient has suffered and will continue to suffer significant medical, and pain and suffering, and other damages. No additional information is available.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), (event description), (relevant medical history), (date received by the manufacturer), the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported through the legal department via legal brief, the patient underwent placement of an optease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: filter tilted and six (6) struts of the filter have perforated the vena cava, with one (1) of those struts abutting the post lateral wall of the aorta. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required, extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical, and pain and suffering, and other damages. No additional information is available. The following additional information was received per the patient¿s medical history records: the patient has a history of morbid obesity, high body mass index, and was undergoing bariatric surgery at the time of implant. The filter was implanted at the level of the l2-3 below the renal veins but above the iliac veins. The patient tolerated the procedure well before being delivered for bariatric surgery. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eleven years and four months post implantation. The patient reports it is hard to walk and lift heavy objects, shortness of breath, loss of sleep and anxiety.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. Per the patient¿s medical history records, the patient has a history of morbid obesity, high body mass index, and was undergoing bariatric surgery at the time of implant. The filter was implanted at the level of the l2-3 below the renal veins but above the iliac veins. The patient tolerated the procedure well before being delivered for bariatric surgery. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to: filter tilted and six (6) struts of the filter have perforated the vena cava, with one (1) of those struts abutting the post lateral wall of the aorta. Per the patient profile form (ppf), the patient reports it is hard to walk and lift heavy objects, shortness of breath, loss of sleep and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and shortness of breath do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.